Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 54 mg/dl. The customer treated with crackers and drinking oj. The customer stated that she was not alerted that it was low when she was 73 mg/dl. The customer blood glucose was 69 mg/dl and she though that it would have suspended. Customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.